Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the moderately tortuous, left anterior descending (lad), moderately calcified lesion. A 2.5x48mm xience xpedition stent was implanted. Following, a dissection was observed, treated with another xience xpedition stent. The patient remained in stable condition and has been discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.